Manufacturer narrative:
The suspected faulty power management board was returned to getinge's national repair center (nrc) per procedure. A getinge technician inspected the power management board per procedure and observed visual damage to component q27 which was shorted (burned). Due to the shorting of q27, the nrc cannot install the power management board into the cardiosave test fixture for testing. However, past experience has proven that when q27 shorts, the batteries will not charge. The power management board will be sent to the supplier per procedure fur failure analysis. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during testing by the end user, the cardiosave intra-aortic balloon pump (iabp) was having battery issues. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and observed battery indicator blinking but no fan operation for charging. The fse isolated the failure to the power management board and replaced it to correct the issue. The unit charged the batteries and the fan operated during the charging cycle. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The following investigation was performed by (B)(6). Inspection of the pcb,power management, rohs was completed per procedure and to the (B)(6) standard with visual damage observed to component q27 which is shorted ( burned). Due to the shorting of q27, the nrc cannot install the board into the cardiosave test fixture for testing. However, past experience has proven, that when q27 shorts, the batteries will not charge. Sending the board to the supplier for failure analysis per procedure. The following investigation was performed by (B)(6). The nrc received the pcb, power management,rohs from the supplier. The supplier verified the failure of the batteries not charging, and found components q27,cr54 and q50 defective.

Event description:
It was reported that during testing by the end user, the cardiosave intra-aortic balloon pump (iabp) was having battery issues and not charging batteries.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and observed battery indicator blinking but no fan operation for charging. The fse isolated the failure to the power management board (0670-00-1162) and replaced it to correct the issue. The unit charged the batteries and the fan operated during the charging cycle. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was having battery issues. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.